Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 5.5 years in the estimated battery longevity was observed between follow-up visits. It was noted that the patient has known high bipolar atrial thresholds, which required reprogramming of the device. There were no other major changes noted with their programming. This device currently remains implanted and in service. No adverse patient effects were reported. Please note, the implant date is estimated.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 5.5 years in the estimated battery longevity was observed between follow-up visits. It was noted that the patient has known high bipolar atrial thresholds, which required reprogramming of the device. There were no other major changes noted with their programming. This device currently remains implanted and in service. No adverse patient effects were reported. Please note, the implant date is estimated. Additional information: new information was provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 5.5 years in the estimated battery longevity was observed between follow-up visits. It was noted that the patient has known high bipolar atrial thresholds, which required reprogramming of the device. There were no other major changes noted with their programming. This device currently remains implanted and in service. No adverse patient effects were reported. Please note, the implant date is estimated. Additional information: new information was provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. This report includes device technical analysis.